Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during blood pressure measurement the device leaked blood and fluid from the three-way stopcock. A new device from the same lot was used to complete the procedure. No patient injury.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. The possible factors involved could be due to the molded-in stress presence in the housing and residual stress due to manufacturing processes. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.